Manufacturer narrative:
Lot number - 17d028, 18h041, 18j041, 18k013, 19a018, 19a034, 19b036, 19c024. Three (3) single-use devices were received for evaluation. Visual inspection revealed that the bladders of all three devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the ruptures. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A photograph of one sample was also provided for evaluation. The photograph revealed a pool of liquid inside the device¿s housing and the bag that contained the device, suggesting that a bladder rupture or leakage occurred. The photograph did not show clear evidence that the bladder was ruptured. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 14 </noe> malfunction events. It was reported that the bladders of at least fourteen (14) small volume folfusors ruptured prior to patient use. There was no patient involvement. No additional information is available.